Manufacturer narrative:
Concomitant medical products: product ID: dtmb1qq ICD implanted: (B)(6) 2018, 5076-45 lead implanted: (B)(6) 2018, 429878 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the patient experiencing a sudden heart rate drop and syncope. The lead remains in use. No further patient complications have been reported as a result of this event.